Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that after the new year a pattern has be appearing of surveillance centers and overviews rebooting when the monitoring technician attempts to discharge or transfer a patient. There was no patient incident.